Event description:
Registered nurse (rn) replaced softrace limb band leads after the patient's bath. The patient has sensitive skin so after she dried the baby she placed limb leads on his chest and abdomen. On the next shift, the night nurse discovered that the leads were leaving marks on the baby. She took pictures of the marks and changed leads to the regular (non limb leads) size. She did not keep the leads for further inspection. Manufacturer response for electrode, electrocardiograph, softrace (per site reporter). Thank you for bringing this to our attention. At this time, we have submitted a formal complaint for investigation. Situation: registered nurse (rn) replaced softrace limb band leads after the patient's bath. The patient has sensitive skin so after she dried the baby she placed limb leads on his chest and abdomen. On the next shift, the night nurse rn discovered that the leads were leaving marks on the baby. She took pictures of the marks and changed leads to the regular (non limb leads) size. She did not keep the leads for further inspection. Product: softrace limb bands background: description: band limb softtrace 2310-003, sample available : no, lot #: 202303105. Assessment: was there injury? Yes. 1. What was the surgery being performed? Na. 2. Was the surgery completed as normal? If no, why? No surgery. 3. Was there a delay in surgery? If yes, how long (minutes, hours)? Na. 4. Describe the event (what happened)? Patient has sensitive skin so nurse decided to use the limb leads on the chest since it¿s more gentle. The leads were on the baby for less than 12hrs and lead red marks so they were removed and replaced with regular leads. 5. Was the patient or user injured? The baby had red mark where the leads were placed 6. What degree of burn did the patient receive (1st, 2nd or 3rd)? No burns, just redness 7. Did the electrode work properly during the procedure? If not, how did the electrode malfunction? They work functioning appropriately. 8. Was the electrode placement site dry at the time of application? Yes. 9. Was the electrode difficult to remove? No. 10. Was there any medical/surgical intervention required for the patient/user? No. 11. What is the status of the patient/user? Patient is fine. 12. Was there any extended stay at the hospital for the patient? The patient is still inpatient for feeding issues so there¿s no delay in discharge. 1. If yes, how long (hours, days, weeks)? Na. 13. Patient demographics (age, sex, weight)? 38.6 weeks gestation, boy, 1450 grams. 14. Will the product be returned? Per complaint, no. 15. Any other important information for this incident? Na.